Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted damage on the edges around the device, nicks on the shaft, and abrasion marks on the base of the angled reamer of the angled reamer sleeve, 10°. Functional testing with the mating part ar-9676 indicated that the devices failed to rotate freely and became stuck, due to the abrasion marks on the outside shaft surface and chips on the edges. Ar-9597-10 and ar-9676 were received separately. The most likely cause for the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion causing interference with the mating instrument.

Event description:
On 10/23/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer welded together. This occurred during a case after reaming. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.